Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced back pain, mesh erosion, vaginal discharge. Stress urinary incontinence and thinning of vaginal epithelium over the sling. Excisions of the eroded mesh and approximation of vaginal epithelium were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.